Manufacturer narrative:
Pending investigation. D10: 4146147 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. 4100140 300-10-15 - equinoxe replicator plate 1.5mm o/s. 4145986 300-20-02 - equinox square torque define screw drive kit. 4074495 310-01-50 - equinoxe, humeral head short, 50mm (beta). 2452177 314-13-13 - equinoxe cage glenoid medium, beta.

Event description:
As reported, approximately 5 years and 1 month post the initial left tsa, the patient was revised; reason unknown. No further information provided.

Manufacturer narrative:
The following sections were updated/corrected: h6 MDR section codes updated/corrected: g the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g the reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.